Manufacturer narrative:
The customer attempted to use an unapproved, non-philips speaker.

Event description:
The customer reported that their speaker was not producing any sounds. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.